Event description:
It was reported, the rigid video scope had a shadow on the image. This was observed during reprocessing. There were no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, new damages/defects were observed: intermittent image, distal fiber breakage, scratches on distal edge objective frame, broken light guide adapter tip and cracks on side of video connector were found. Based on the results of the investigation, it was likely component failure. However, its unknown what caused the component to fail. A device history review of the current product was conducted, and no problems were found. Olympus will continue to monitor field performance for this device.